Event description:
Caller alleging receiving discrepant inratio values. Date: (B)(6) 2014 5:30 am. Lab 1.5. Six hours prior to inratio reading on (B)(6) 2014. Date: (B)(6) 2014: nurse inratio2 #1, sn (B)(4), (lot 319199) inr= 1.4. Pt self tester's wife inratio2 #2 sn (B)(4), (lot 334579) inr = 3.4. Nurse inratio2 #2, sn (B)(4), (lot 334579) inr = 1.7. Time difference six minutes between comparative inratio tests. 20 minutes between initial inratio tests and the repeat test performed. Pt's therapeutic range 2-3.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot numbers were reviewed. The non-conformance associated with these lots were not relevant to the initial complaint and do not affect product performance. No further analysis will be performed at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.